Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire damaged occurred. The sensor was inserted into the arm on (B)(6)2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional information. D4 model no - additional information - additional information. D4 lot no - additional information. D4 expiration date - additional information. D4 primary UDI number - correction. G3 date received by mfg - additional information. G6 type of report - updated/follow-up. H2 type of follow up - correction/additional information. H6 codes: type of investigation - additional information. H10 corrected data.

Event description:
Subsequent to the initial MDR, additional information is available and a correction required.